Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 02/2023).

Event description:
It was reported that sometime post catheter placement, the catheter allegedly came out and the cuffs appeared papery with no fibrosis. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided for review. The photo shows one glidepath catheter was implanted to patient. Upon zooming the photo, the tissue cuff was noted on the insertion site of the patient body. Blood residues were noted. However, the investigation is inconclusive for the reported loosening of implant and expulsion issues as the provided photo is not sufficient enough to confirm the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that sometime post catheter placement, the catheter allegedly came out and the cuffs appeared papery with no fibrosis. There was no reported patient injury.